Manufacturer narrative:
(B)(4). Unable to perform displacement test due to blank display. Unable to power up the device because battery cap won't lock in its place due to completely broken battery tube threads. Unit received with missing display window cover, keypad overlay texture damaged, cracked case on the back at the battery tube area and belt clip rail case corner. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had large crack around battery and battery cap also damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.